Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the aspiration did not increase during cataract surgery it was not known that if it was during irrigation aspiration or ultrasound mode. The procedure was completed after the product was replaced with another one. There was no harm to patient.

Manufacturer narrative:
The customer did not retain the product lot information for this consumable procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. A wet fluidics management system (fms) in a tray was visually inspected and was tested using a console. The sample could be recognized and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code. The aspiration manifold was cut¿ from the cassette insertion to check for an occlusion. No occlusion was detected in the cut-off tubing line. The tubing was detached from the cassette insertion. Solvent was observed in the distal end of the aspiration manifold which prevent fluid flow. The solvent (cyclohexanone) used to bond the tubing to the cassette caused an occlusion in the tubing. Although the sample generated a message code due to solvent causing an occlusion in the tubing, the root cause of complaints investigated for message code was inconclusive. The most likely root cause is suspected to be operator error during socket bonding due to inadequate process set-up. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. No patient risk is associated with message code as the error occurs at the during the prime/test phase. To address root cause of system message code occurring during the vacuum test stage/priming test sequence, two corrective actions were initiated. The first corrective and preventative action was to implement methods to increase drying/curing time after socket bonding and prior to testing on console pods. The second is to update the procedure after the first corrective action is completed. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).